Event description:
It was reported while a nurse was attempting to lift the right side of an unoccupied 1550 stretcher, she pinched her left hand index finger. It was further reported the nurse required surgery to repair the distal tip of the finger.

Manufacturer narrative:
The following warning is in the operations manual: "when raising or lowering the siderail, keep extremities of patients and staff away from the siderail spindles or injury could occur."